Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, and reported that the keypad buttons would scroll screens when pressed, and the ok keypad button required multiple hard presses to elicit a response. The patient noted the keypad had a tear between the arrow buttons and allegedly occurred after tactile issues. The patient reportedly wore the pump attached to a belt and cleaned it with soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok, up arrow, and contrast buttons were intermittently unresponsive; the down arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.